Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image and scope communication error (b30) displayed due to damage on the charge-coupled device unit and due to corrosion on the electrical contact of the video plug. Upon further inspection, it was observed that water tightness was lost due to deformation of the light guide connector. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the protector of the video cable section had a cut due to physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the label on the light guide connector was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, video connector, insertion pipe, light guide cover glass, universal cord, right-left lever, angulation lever, up-down plate, video connector case, switch one, control unit and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a connection error, and the screen did not appear. The reported issue occurred during preparation of use while the scope was connected for an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 (scope communication error) was was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.